Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02767. It was reported the patient was unable to increase amplitude for stimulation. Reprogramming attempts were unsuccessful, and diagnostics revealed high impedances on the left lead. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02767. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient's lead was explanted and replaced. Therapy has been restored postoperatively. It is unknown which lead was explanted, therefore both leads are being reported on.